Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that the power switch on the mobile view station had come loose and detached. An onsite investigation was performed where it was found that the mobile view station would not stay on. The medtronic representative found that the problem was due to the power switch assembly. The medtronic representative replaced the power switch assembly and performed a system checkout which verified that the issue had been resolved. The damaged power switch assembly was discarded onsite, and was therefore unavailable for analysis. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the power switch on the mobile view station had come loose and detached. No patient was present. An onsite investigation was requested for a later time to determine what the problem was.